Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother initially reported via phone call that the customer was exercising and the belt clip broke and a replacement was needed. During the call, the mother reported that the customer's blood glucose was high at 465 mg/dl and they treated with a bolus via insulin pump. The insulin pump is not being replaced or returned for analysis.